Event description:
It was reported to boston scientific corporation that a flexima open end ureteral catheter was opened during preparation for an unk procedure on a pt of unk age or sex. According to the complainant, there was a red foreign material found inside the device package. There were no reported injuries to the pt. Several attempts were made to gather add'l info, which were unsuccessful.

Manufacturer narrative:
The event date is unk. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).